Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The surgeon has alleged that the pt developed a post operative infection "because the mesh was nearing it's expiration date", however there is no evidence to support this position and the product was within its sterilization period. Infections are a known possible adverse reaction listed in the IFU. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, the explanted device was not returned for evaluation. This MDR includes all patient, event and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following is based on info and medical records provided by the surgeon's office: on (B)(6) 2013- pt was implanted with a bard perfix plug for repair of a left inguinal hernia. On (B)(6) 2013- pt was admitted for significant pain and fever in the left inguinal region. Imaging revealed possible hematoma, infected hematoma, or developing abscess. Wound cultures returned positive for (B)(6). On (B)(6) 2013- pt underwent left groin exploration. During this procedure the bard perfix plug was explanted. Post operative diagnosis: left groin infection. On (B)(6) 2013- follow-up visit wound has healed. Pt can return to work. On (B)(6) 2013- pt missed appointment. On (B)(6) 2013- pt presented to the ER and was re-admitted with new onset abdominal pain, fever, and nausea. Her wound was noted to be reddened and indurated, with no warmth, drainage or fluctuance.